Manufacturer narrative:
No further information was provided. A supplemental report will be provided once the manufacturer's investigation is completed.

Event description:
It was reported that the patient awoke and went to the hospital after hearing multiple hazard alarms around 3:00 am on (B)(6) 2023. A pump stop suddenly occurred as well. The patient was asymptomatic. When the power module was tried to be connected the hazard alarm sounded again and the controller was replaced. Other alarms occurred during connection of the power module. The patient remained on battery support for safety reasons. There was possibility of a pump exchange depending on log file analysis. Log file review captured speed drops and pump stops on day 562 when connected to a power module. This appeared to be related to an issue with a driveline short to shield and the file showed the pump operating correctly when on battery power. On (B)(6) 2023, the patient underwent a pump exchange surgery from hm2 to hm3. The explanted hm2 pump and the system controller will be returned for analysis. Related MFR #: 2916596-2023-00990.

Manufacturer narrative:
E1: reporter email could not be provided manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stop events captured in the submitted log file. The submitted log file captured low speed and pump stop events on day 562 with associated low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that the pump stop events occurred when the system was powered by a power module. (B)(6) was returned assembled with the driveline severed approximately 8.5¿ from the pump housing. The distal end with controller connector was also returned measuring approximately 29". The inlet elbow was returned attached to the pump inlet port. The inflow conduit flex section had been severed medially with the distal half returned attached the inlet elbow and the proximal half returned attached to the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Examination of the device upon disassembly revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue during support. Electrical continuity testing of the driveline found all wires to be electrically intact. Visual and microscopic inspection of the underlying wires revealed breaches to the insulation of the orange and yellow wires approximately 27¿ from the controller connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation, which confirmed the insulation breaches to the orange and yellow wires. No additional breaches were identified. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The pump stops captured in the submitted log file could have resulted from a short-to-shield if the exposed conductors of the yellow and orange wires contacted the metal braided shield while operating on a grounded power source (mobile power unit or power module with grounded patient cable). These events could have also occurred if the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors from the two wires contacted each other while the patient was connected to battery power or the power module with an ungrounded patient cable. (B)(6) was cleaned, reassembled and functionally tested under normal operating conditions using a test distal driveline soldered to the 8.5¿ of driveline returned at the pump-end. The device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline, serial number (B)(6)(document (B)(4)), were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 entitled ¿patient care and management¿ addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. Heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.